Event description:
It was reported that occlusion alarms occurred on 9/16/2025 and 9/23/2025, but verification could not be done. There was no adverse impact to the customer¿s blood glucose level. Customer declined further trouble shooting with tandem technical support regarding the reported issue, therefore, no additional information was able to be obtained.